Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 59, 43, 48, 27 and 37 mg/dl. The customer¿s expected am fasting blood glucose test result range is 105-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: result 1: 59 mg/dl date: (B)(6) time: 8:37 am fasting, result 2: 43 mg/dl date: (B)(6) time: 8:43 am fasting, result 3: 48 mg/dl date: (B)(6) time: 7:22 am fasting, result 4: 27 mg/dl date: (B)(6) time: 7:53 am fasting, result 5: 37 mg/dl date: (B)(6) time: 7:51 am fasting, result 6: 112 mg/dl date: (B)(6) time: 8:13 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: low results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 30-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.